Event description:
It was reported that the ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was confirmed during troubleshooting. According to received service report, replacement of the pneumatic back-plane printed circuit board (pcb) and air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The pneumatic back-plane is a interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. The gas module regulates the inspiratory gas flow and gas mixture. It has remained unknown under which circumstances and when liquid entered the unit. The type of liquid has not been identified. Provided device's logs show occurrence of a technical error indicating communication error and also few pre-use check test failures, which can be consequences of the liquid contamination. The cause of this issue has been established as accidental damage. The root cause to the reported issue has not been determined. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing. A correction of field # d1 brand name, # d4 version or model # d1 - brand name - previous brand name: servo-s, - corrected brand name: servo-s base unit d4 - version or model # - previous version or model #: servo-s, - corrected version or model #: 6640440.